Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a rotator cuff repair surgery, after implantation of the anchor, the opus speedscrew implant did not disconnect from the inserter and got out of the bone channel. The operation was completed without using a replacement tool. After the arthroscopic part of the operation was completed, the restoration of the cuff was finished with open surgical correction: the torn cuff edges were sewed together. The surgery was not delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that, during a rotator cuff repair surgery, after implantation of the anchor, the opus speedscrew implant did not disconnect from the inserter and got out of the bone channel. The operation was completed without using a replacement tool. After the arthroscopic part of the operation was completed, the restoration of the cuff was finished with open surgical correction: the torn cuff edges were sewed together. It was completed as an open surgery as consequence of the device malfunction. The surgery was not delayed. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The speedscrew implant device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿during a rotator cuff repair surgery, after implantation of the anchor, the opus speedscrew implant did not disconnect from the inserter and got out of the bone channel. The operation was completed without using a replacement tool. After the arthroscopic part of the operation was completed, the restoration of the cuff was finished with open surgical correction: the torn cuff edges were sewed together. It was completed as an open surgery as consequence of the device malfunction.¿ review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Visual inspection of the device returned shows a deployed device with a not detached implant. The instrument was returned with a damaged implant at distal end with no visible sutures. The suture limbs were reeled into the wheel: the function switch was set to the suture lock position. No manufacturing abnormalities were identified. The device is a single used device and could not be functional tested; the deployment knob is blocked and cannot be rotated. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) there may have been misalignment of the device when inserting (2) bend and applying excessive torque could cause damage to the implant. (3) improper depth insertion (4) poor bone quality (5) incorrect activation knob position. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.